Manufacturer narrative:
Applicator, sensor pack, and sensor patch have been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Observed no signs of damage caused by misuse. Observed no damage to applicator. Observed applicator fired with sharp retained inside. Observed sensor patch not in applicator. Visual inspection has been performed on the sensor pack and no issues were observed. Observed lid completely peeled. Observed no incorrect assembly. Observed no damage to sheath unlocking ribs. Observed platform slid up to snaps and fully down. Visual inspection has been performed on the sensor patch and no issues were observed. Observed no signs on damage caused by misuse. Sensor plug has been returned. Observed sensor plug properly seated in mount. Performed visual inspection of the sensor tail and no issues were observed. Removed and inspected sensor plug assembly and no failure modes observed. No malfunction or product deficiency was identified.

Event description:
Customer reported that adc freestyle libre sensor "did not launch from the applicator and when he was checking it, it fired itself on his hand". Customer could not monitor his glucose and experienced unspecified symptoms of hyperglycemia. Customer self-treated with insulin and was also treated by an hcp with insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "two months ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that adc freestyle libre sensor "did not launch from the applicator and when he was checking it, it fired itself on his hand". Customer could not monitor his glucose and experienced unspecified symptoms of hyperglycemia. Customer self-treated with insulin and was also treated by an hcp with insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.